Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the hood. The procedure was performed successfully using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the hood. The procedure was performed successfully using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Manufacturer narrative:
During the visual inspection of the product, foreign material was found inside the sterile pouch. A manufacturing issue was determined to be a probable cause of the foreign material in the packaging. The hood is a single use product and will therefore not be returned to the user facility.